Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). It was detailed that the pump bulb was hard to press. Troubleshooting was attempted to no avail; therefore, a revision surgery was performed. The cylinders and pump were removed and replaced with no patient complications.